Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as most of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 450cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with a ruptured implant of an undisclosed side. As a result, the patient underwent implant removal on (B)(6) 2024. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 21, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection, leak testing, and microscopic examination of the device. During visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and it identified a tear at the suture tab, at 9 o'clock. Microscopic examination was performed, and the cause of the tear could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, potential process failures resulting in possible leakage failure that may represent deflation/rupture were assessed concerning the product complaint. The process controls and data records collected for the deflated tissue expander are within specification. Therefore, the deflation reported on the product are not able to be confirmed as manufacturing-related defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. With the returned device and paperwork, the product identity was determined as the following: size: 650cc. Catalog: 3549225. Lot: 9951448. Additional updates: the patient was implanted with the suspect device on the right side during a primary breast reconstruction surgery. Date of implantation: (B)(6) 2024. The suspect device was replaced with a right-sided mentor tissue expander during the revision surgery. The deflation site was noted at the site of one of the suture tabs. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).